Event description:
Edwards received notification that a 6900p27mm valve, implanted in the tricuspid position, was replaced due to valve degeneration and restricted leaflet motion leading to moderate-to-severe tricuspid regurgitation and significant increased gradients (23 mmhg) after approximately one (1) year and four (4) months of implant duration. Per echo report, no perivalvular (pvl) and/or mobile mass were observed. The patient was noted as to be discharged. Per response received, customer was not willing to provide any further information regarding this event.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections a1, a2, b5, b7, d1, d4 (model #, serial #), g4 (PMA/510k). H11: corrected data: corrected section h6 (health effect - impact code, health effect - clinical code, type of investigation).

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount plus pericardial bioprosthesis model 6900p mitral is indicated for patients who require replacement of their native or prosthetic mitral valve."

Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device was not returned for evaluation; therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27mm perimount valve, implanted in the tricuspid position, was replaced due to valve degeneration and restricted leaflet motion leading to moderate-to-severe tricuspid regurgitation and significant increased gradients (23 mmhg) after and implant duration of approximately two (2) years. Per echo report, no pvl and/or mobile mass were observed. The patient had dyspnea as per medical documents provided. The patient was noted as to be discharged.